Event description:
The customer reported the ep lab had a dilator separate at the hub during a procedure. It appears that the dilator separated cleanly. The remainder of the dilator went into the pt and the pt had to be taken to or for the removal. There is no pt injury.